Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that patient's pacemaker and right ventricular (rv) lead had decreased sensing a few months ago, and the rv lead was switched from bipolar to unipolar sensing in response. At the follow-up visit, they saw a new observation of noise on rv lead and the physician decided to explant and replace. During the revision procedure there was trouble accessing the left subclavian vein, so venous access was obtained by cutting insulation of the existing rv lead and inserting a wire using the existing rv lead. The lead was rotated counter clockwise, however the screw would not retract and the rv lead and had to be freed using gentle traction. During the physician attempt to extract the lead from the vein the rv lead broke, and they were unable to retrieve the remaining rv lead through the subclavian vein. It was noted that the right atrial (ra) lead and the rv lead were fibrosed together. The physician gained access though the femoral vein, and was able to use a snare to pull the remaining portion of rv lead out of the body. The patient tolerated the procedure well with no complications. No additional adverse patient effects were reported.